Event description:
It was reported that or-10 has flexis boom with an end cap that fell off during a case on (B)(6) 2023(afternoon). It touched the patient leg and the patient was redraped during the case. There were no reported injuries.

Manufacturer narrative:
It was reported that a flexis equipment boom end cap cover fell during a surgical procedure. The cover fell onto a patient, onto their leg. The patient¿s leg was re-draped which caused a surgical delay. The customer stated that there was no harm to the patient. A stryker field service technician (sfst) was not dispatched, and an end cover was sent to the customer for replacement. An email was sent to the initial reporter to confirm additional details around this failure, and if a serial number can be provided. The root cause is undetermined, but most likely linked to unintended collision from another device in the room by a user. If further information is obtained a supplemental will be filed.